Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 05-dec-2018. A 2.50 x 20mm synergy ii drug-eluting stent was received with no issues reported. However, upon review of this device, hypotube break occurred. Synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis without a stent. No stent returned. The balloon was reviewed. There was no stent on the balloon the balloon folds were opened and the balloon appeared to have been inflated and deflated. A white hardened substance which appeared to be hardened contrast media was noted inside balloon. A visual and tactile examination of the shaft polymer extrusion found no damage. A white hardened substance which appeared to be hardened contrast media was noted inside the shaft polymer extrusion inflation lumen. A visual and tactile examination of the hypotube found a hypotube break 381mm distal from the distal end of the strain relief and multiple hypotube kinks. An examination (visual and via scope) found no issues with the tip. An attempt was made to load a 0.014'' guide wire via the tip however the wire was blocked by what appeared to be hardened contrast media. The device was soaked in waterbath at 37degrees for 5 hours in an attempt to soften any hardened media in the wire lumen. Following soaking the device was loaded onto 0.014'' wire without issues. It was also noted that after soaking the white hardened media noted in the balloon and inflation appeared to have softened/dissolved. An inflation/deflation test was carried out. As the hypotube was broken an inflation aid was attached directly to the distal side of the hypotube break site and tightened in place. The balloon was inflated using encore inflation device to rated burst pressure without issue. A vacuum pulled and balloon deflated fully in seconds. No other issues were identified during the product analysis.